Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-05838.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective laparoscopic epigastric hernia repair procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: ss = securestrap sso = securestrap open. Intraoperative complications total 18 - bleeding ss 10, organ injuries ss 13, vascular ss 4, bowel ss 6, others ss 5. General complications total 29 - fever ss 3, urinary tract infection ss 1, gastritis ss 1, thrombosis ss 2, pulmonary embolism ss 4, pleural effusion ss 2, pneumonia ss 3, copd ss 2, cardiac insufficiency ss 1, coronary heart disease ss 2, myocardial infraction ss 1, renal insufficiency ss 1, others ss 13. Postoperative complications total 42 - bleeding ss 6, seroma ss 26, prolonged ileus or obstruction ss 6, bowel injury/anastomotic insufficiency ss 5, wound healing disorder ss 3, infection ss 1. Complication - related reoperations ss 13. Recurrence, pain and complications on 1-year follow-up recurrence ss 54, pain on exertion ss 218, sso 1, pain at rest ss 101, sso 1, pain requiring treatment ss 71, sso 1, trocar hernia ss 4, secondary haemorrhage ss 12, seroma ss 52, infection ss 23.